Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure. The procedure was performed on (B)(6), 2012. According to the complainant, after the procedure, the balloon would not deflate completely and became lodged in the scope during withdrawal. As a result, the endoscope and balloon were removed together and the catheter cut in order to remove the device from the scope. It was reported that the procedure was completed with this device. There were no patient complications reported as a result of this event. It was reported that there were no issues with the patient's condition at the conclusion of the procedure.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.